Event description:
Prior to a coronary drug eluting stenting treatment procedure, catheter shaft and stent damage occurred. While unpacking a taxus express2 2.5 x 12 mm drug eluting stent the physician had wanted to pull-off the protection stick at the tip of the stent. At this point the distal shaft separated and the stent broke. The procedure was completed with another of the same device. There were no reported pt complications.